Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery and has changed her sets often, which is causing her blood glucose to run high. Customer's blood glucose was in the 400 mg/dl range. Customer declined troubleshooting on the insulin pump for high blood glucose however troubleshooting for the no delivery alarms were performed. It determined the insulin pump was alarming no delivery as intended. Customer is not returning the insulin pump for analysis.